Event description:
On (B)(6) 2013: pt. Contacted fresenius technical support reporting unable to drain. On (B)(6) 2013: pt. Transported into clinic via wheelchair. The iq drive was reviewed by the physician. The pt's weight was up (B)(6) from his expected dry weigh (edw) of (B)(6). The pt. Reported feeling "full and swollen." Bilateral lower extremity (ble) edema was 3+. The pt was wearing a soft boot on his left foot due to a healing sore on the heel and has a blister on his little toe. Physician and registered nurse (rn) noted ultrafiltration (uf) the night before was -291ml. On (B)(6) 2013 to (B)(6) 2013, the pt. Had two nights with uf of 178ml and 169ml. Continuous cycle peritoneal dialysis (ccpd). Rx was charged to all 2.5 percent on the cycler as routine; however, for the next two weeks the pt. Is to add a 4.25 percent on the cycler or perform a manual with 4.25 percent with a dwell time at least 5 hours before he does the pause on the cycler. No complaints of constipation. Colostomy is putting out soft stool daily. Epogen is on hold. Pda due in (B)(6).

Manufacturer narrative:
The device was returned and evaluated. Simulated treated was performed and completely without failure. The system air leak test and the valve actuation passed. The simulated treatment was performed and completed without failure. The data sheet reflects the stored treatment settings. The simulated treatment was performed and completely without failure. The stat drain operation was performed successfully during fill cycle 2. The data sheet reflects the stored treatment settings. The patient sensor calibration check passed. The reported problems were not verified during testing. A review was performed of the medical records and written treatment data by the post market clinical department and physician as provided by the patient. There is no evidence of iipv. A significant amount of fluid overload, 17 pounds reportedly, is the result of a failed therapy on peritoneal dialysis. A failed therapy could be the result of a poor peritoneal dialysis membrane in the diaphragm (as in chronic inflammation), inadequate dialysis prescription, or noncompliance with the prescribed therapy. From the information provided, the device appears to have functioned as designed. This MDR is being filed because the investigation of the device was not completed within the expected 30 days.